Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reported the customer is using cold insulin, changing supplies every 3-4 days, reusing supplies, fill the cartridge on the pump, and using prefilled cartridges. Tandem clinical support informed the customer that using cold insulin, changing supplies every 3-4 days, reusing supplies, fill the cartridge on the pump, and using prefilled cartridges is off label per the tandem user guide. Customer blood glucose was 179-261 mg/dl.